Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed high capture threshold on the right ventricular (rv) lead. X-ray revealed dislodgement on the rv lead. The physician elected to explant and replace the rv lead. There were no patient consequences.

Manufacturer narrative:
The reported events were lead dislodgement and loss of capture. As received a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted when torque applied to the connector pin. The full helix extension length was measured within specifications. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures but found shorts between the conductors¿ paths due to procedural damage to the inner insulation. Visual and x-ray examination did not find any anomalies with the exception of procedural damge.